Event description:
Patient with an MRI conditional pacemaker was undergoing an mr lumbar spine without IV contrast, when he began to feel heat (burning) while scanning, which radiated over chest down left arm. The pacemaker had been placed in mr mode with low sar lumbar protocol was used. The exam was terminated and was not able to be completed. Patient's device is a d140 rv lead 0295. Manufacturer response for implantable cardioverter defibrillator (non-crt), (inogen), (per site reporter). The heating sensation is one of the potential effects. The chance of heating is low. Continue to follow the manufacturer's recommended guidelines, which we already do.